Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient's mother claimed that upon removal of sensor pod, they were unable to locate the sensor wire. Patient's mother stated that the sensor wire was not attached to the sensor pod nor was it attached to the patient's insertion site. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).